Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5 updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the initial non-union was caused by the severity of injury and comminution of bone fragments. None of the initially first stage fixation implants were reported to have failed. This complaint captures the intra-operative breakage of reamer irrigator aspirator (ria) drive shaft during the open reduction internal fixation (orif) of the tibia conducted on (B)(6) 2018. The post-operative event of non-union leading to open reduction internal fixation (orif) of tibia on (B)(6) 2018 after the first stage fixation with nine (9) synthes large external fixator is captured under (B)(4) .

Manufacturer narrative:
ID ¿ case number reported as (B)(6). Patient weight is unknown. Additional procode: hrx. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent open reduction internal fixation (orif) of the tibia. As part of the procedure, bone graft was harvested for ankle non-union with the reamer irrigator aspirator (ria) drive shaft. The ria drive shaft was discovered to be broken after first reaming. It was replaced with another ria drive shaft, and second and final reaming was completed. Plates and screws were used for definitive fixations. There were fragments generated from the broken device, and all broken pieces were located on the back table. The surgery was completed successfully with minimal delay. There was no adverse event to the patient. This report is for a drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).